Event description:
It was reported that a crack was found in the flange during use. There was no disinfection or sterilization, and no infectious disease occurred. There were no patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00147-00. The date of that submission was 18-feb-2025. B3: event date unknown. H3: one sample was received. During the visual inspection, it was identified that the flange component had a split near to the connector, on the side of the printed information. The customer reported complaint was confirmed. A DHR review was unable to be completed as no lot number was provided.